Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/defective printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective printed circuit board. Additional findings include the following: there was an e204 error, and the front panel gasket was torn off. A damaged component was also found on the printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that the customer's evis exera iii video system center had a no-image issue. The issue was found during receipt inspection, and there was no procedural involvement. There were no reports of patient harm. For a related report, please reference patient identifier (B)(6).